Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at fold in the proximal end and distal end of the cylinder. Both cylinders passed the leakage test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. Ms pump passed the leakage testing but not the activation tests. Based on the information available and analysis results, the activation problems identified in the pump could have caused or contributed to the reported clinical observation of difficult to inflate and the device operating different than expected. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected since it was confirmed that with the pump compression, the bulb becomes quite hard and there is clearly some fluid flow, but not much in the way of cylinder inflation. The ipp is currently implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected since it was confirmed that with the pump compression, the bulb becomes quite hard and there is clearly some fluid flow, but not much in the way of cylinder inflation. The ipp is currently implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected since it was confirmed that with the pump compression, the bulb becomes quite hard and there is clearly some fluid flow, but not much in the way of cylinder inflation. The ipp is currently implanted. There were no patient complications reported.